Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer¿s blood glucose ranged from 142-143 mg/dl. Customer reverted to an alternate method of insulin therapy.